Manufacturer narrative:
Upon follow up with the reporter, it was reported that there was a five minute delay in the surgical procedure and a spare device was available for use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was not working when the switch mode was in the on position. Therefore, the reported condition was confirmed. However when the switch mode is in the "on" position (right side) the device works properly. During repair we found that the electron control unit (ecu) is damaged and has low voltage output when the switch mode is in the ¿on¿ position (left-side), the ecu has some kind of oily substance on it, also the gear oscillator has some kind of oily substance on it along other components. This is consistent with incorrect cleaning and processing and the device may have been ¿oiled¿ which would be due to not following the directions for use (user error) device passed all manufacturing specifications and identified no failure. The assignable root cause was determined to be due to incorrect cleaning and processing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery oscillator handpiece device operated alternately when the trigger is in the "on" position. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.